Event description:
When h-s2518 ((B)(4)) was administered for esd, the product was opened for the purpose of hemostasis. The product was used to energize, but it could not be energized. There was no report of patient harm. The time of event is during use.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: when the product was connected to a high-frequency surgical device vio300d (manufactured by elbe) and an energization test was conducted, it was confirmed that there was no energization failure and that the cup was energized. It is speculated that the cause of the inability to conduct electricity is that coagulated substances such as coagulated tissue and blood adhered to the cup and interfered with conduction, resulting in poor conduction. (Refer to attachment 01). Correction information g6: follow up #1 h2: type of follow up. H4: device manufacturer date. H6: coding changed based on the investigation result.